Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display due to insulin pump overheating. Customer stated that the insulin pump did not turn on so customer had removed the battery and noticed battery itself was very hot. Customer stated the battery cap was not damaged. Customer stated that though the red light on keypad was flashing and felt the insulin pump vibrating softly, but insulin pump screen had no display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.